Event description:
It was reported to tyco healthcare/kendall on may 21, 2007, that a customer had a problem with a foley catheter. The customer states, an 8 french foley catheter was placed at another facility. The female pt was then transferred for ongoing care unrelated to the catheter placement. Md ordered to discontinue the foley catheter. The rn was only able to withdraw 1ml of water from the catheter. The balloon labeling stated, "3ml capacity." The nurse tried gentle pulling without success. She injected 1ml sterile water and was able to remove 1.5ml of fluid. Md notified that rn could not remove catheter and he requested that the rn cut the balloon valve off. The rn did this, but was still unable to remove the foley. An ultrasound was ordered which showed the balloon was still inflated. The foley remained in the pt. The catheter had to be removed under anesthesia by an interventional radiologist.

Manufacturer narrative:
Submit date: 6/8/2007.